Manufacturer narrative:
B5, h6.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited intermittent capture and noise oversensing. The rv lead was explanted and successfully replaced. The patient was stable.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a loss of capture and noise oversensing. The rv lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported events of intermittent capture and noise oversensing were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage.